Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015; c4tr01 device, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead exhibited a suspected lead fracture at the suture sleeve. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.